Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt's caregiver called to request assistance in disconnecting due to a medical emergency. In follow-up with the pt's nurse it was reported the pt was hospitalized for hypoglycemia on (B)(6) 2014. The pt was taken to the hospital after having an allergic reaction to an antibiotic drug and was displaying signs of hypoglycemia. The pt was in the hospital at least two days but has since been discharged. No further info is available at this time.